Event description:
It was reported that the endopouch broke away from the metal piece. It was in the patient at the time. Fragments were retrieved. The procedure was completed with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm, will the retrieved piece (s) be returning with the device or has it been disposed of?

Manufacturer narrative:
(B)(4). Date sent: 5/12/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device found that it was received fully deploy. The suture and the bag were not returned for analysis. It could not be determine what may have cause the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident.